Manufacturer narrative:
As reported in the literature article by liu, h., wang, j., zhao, y., chen, z., wang, d., wei, m., lv, f., & ye, x. (2021). Doppler ultrasound and contrast-enhanced ultrasound in detection of stent stenosis after iliac vein stenting. Bmc cardiovascular disorders, 21(1), 42. Https://doi.org/10.1186/s12872-020-01840-3, approximately twelve months post stenting with a smart control sds for iliac vein obstruction, a multidetector computed tomography venography (mdctv) demonstrated that 58 out of 139 patients had some degree of in-stent restenosis (isr). The devices remain implanted in the patients; therefore, the devices will not be available for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿in-stent peripheral artery restenosis¿ could not be confirmed as the device was not returned for analysis, nor were procedural images provided for review. The exact cause could not be determined. Handling and or procedural factors such as vessel characteristics (although unknown) and the patient¿s medical history may have contributed to the reported events. In-stent restenosis (isr), which is commonly associated with the progression of peripheral vascular disease (pvd), is a well-known potential adverse event following stent implantation and does not represent a device failure. Progression of atherosclerosis is an expected outcome of the disease process if not treated appropriately. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Therefore, vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well-known documented potential complications of this type of procedure and are listed in the IFU as such. Stenosis in stents is usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. With the limited amount of information available and without the return of the product for analysis or films of the events it is not possible to draw a clinical conclusion between the device and the reported events. Without a lot number to conduct a phr review, it is not possible to determine if the reported events could be related to the manufacturing process. Additionally, there is no indication that the events were related to a design or manufacturing issue therefore, no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Without a lot number, device history record (DHR) review cannot be conducted . Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the literature article by liu, h., wang, j., zhao, y., chen, z., wang, d., wei, m., lv, f., & ye, x. (2021). Doppler ultrasound and contrast-enhanced ultrasound in detection of stent stenosis after iliac vein stenting. Bmc cardiovascular disorders, 21(1), 42. Https://doi.org/10.1186/s12872-020-01840-3, approximately twelve months post stenting with a smart control sds for iliac vein obstruction, a multidetector computed tomography venography (mdctv) demonstrated that 58 out of 139 patients had some degree of instent restenosis (isr). The device will not be returned for analysis as it was implanted.